Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion. Guide catheter: launcher ebu3.5. Stent: resolute 3.0 x 12 mm. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric and de novo lesion located in the mildly tortuous, heavily calcified, 90% stenosed, mid left anterior descending artery. After the lesion was pre-dilated with a 2.5 x 13 mm non-abbott balloon catheter, a 3.0 x 12 mm non-abbott stent was implanted. The 3.25 x 8 mm nc tenku balloon catheter was being used for post-dilatation of the stent. No resistance was felt during removal of the protective sheath or during advancement of the balloon catheter to the lesion. The balloon ruptured on the first inflation at 6 atmospheres/10 seconds. A non-abbott balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported.